Event description:
Additional information provided indicated that a stent was placed within the outflow graft. Following the procedure, the patient was reportedly stable and flow values returned to normal.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusions: the reported outflow graft twist was confirmed through the evaluation of the CT angiogram submitted by the account. Additionally, the outflow graft twist could have contributed to the reported low flow alarms, which were confirmed through the analysis of the submitted log files. The submitted controller event log file contained data from (B)(6) 2019 through (B)(6) 2019. The log file captured 104 low flow controller fault flags associated with the calculated flow intermittently decreasing to values as low as 2.2 lpm, below the low flow threshold of 2.5 lpm. These faults resulted in 43 transient low flow hazard alarms, when the calculated flow remained below the low flow threshold for at least 10 seconds. No other atypical alarms or events were captured. Low flow values were also captured in the submitted lvad event log file. Additionally, the submitted log files appeared to show calculated flow trending downward over time. Throughout the log files, the actual motor speed remained above the low speed limit and the pump appeared to be functioning as intended. The account submitted a CT angiogram for review. The image showed a clockwise twist in the outflow graft beneath the bend relief near the graft attachment. Although this evaluation could not determine a specific cause for the outflow graft twist or a duration of time for which it was present, the graft distortion confirmed via the submitted CT angiogram could have contributed to a decrease in blood flow through the device and the resulting low flow alarms seen in the submitted log files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document further instructs the user to stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the surgeon noted low flow alarms with poor flow at the pump in relation to the speed, as well as low pulsatility index (pi). The patient was in good condition with no pressure drops or decompensation. An echocardiogram showed no emptying of the left ventricle when lifting the speed and a big left ventricle (lv). In an angio computed tomography (CT) scan an outflow graft twist was visible. It was later confirmed that the low flow alarms were caused by the outflow graft twist, which was repaired with the placing of a stent in the graft. The patient was then stable and the flow on the pump had returned to normal. No further information was reported.